Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera stopped working and displayed an "endoscope requires cleaning" message. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and suggested to the customer that the issue may have been related to the endoscope. The surgeon decided to convert the procedure to open surgery before trying a new endoscope.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse reviewed the logs and identified an issue pointing to a handheld camera that was being used. The fse performed testing with a 30-degree scope provided by the customer. The fse confirmed that both the scope and the endoscope controller (ec) were functioning correctly. The fse was unable to reproduce the customer reported issue. No products were replaced by the fse.